Event description:
The user facility reported that the suture was almost locked. The right femoral artery was punctured to treat a left superficial femoral artery (sfa) stenosis via retrograde approach. After the treatment was completed, the angio-seal device was used for hemostasis. After the anchor was deployed, when the device/sheath assembly was being withdrawn, resistance was felt. Fortunately, although resistance was felt, the suture did not completely lock, and the device/sheath assembly was managed to be pulled out. As appropriate tension was able to be applied, the hemostasis procedure was successfully completed. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).